Manufacturer narrative:
(B)(4). Implant date: - initial implant date - unknown date; 1996 concomitant product(s): unknown stem. Unknown cup. Unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11478.

Event description:
It was reported by the patient's legal counsel that the patient had a revision procedure five years post-implantation due to unknown reasons. The head and stem were revised and replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected implant date: (B)(6) 1996; explant date: unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.